Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush heads breaking / during brushing, got the metal pin that sits on the top of the brush in mouth [device breakage] no adverse event [no adverse event] case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail that lately his/her oral-b power oral care refills precision clean had been breaking very quickly. During brushing with an oral-b rechargeable toothbrush, version unknown, he/she suddenly got the metal pin that sits on top of the brush in his/her mouth. The consumer stated that the brush usually broke and then sometimes he/she had to use 3 brushes per week. No symptoms developed. Relevant history: none reported. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that he/she kept the last brush with which he/she had this to illustrate what happened. The consumer explained that the pin was out at the top; that was the one that he/she got in his/her mouth. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that he'd/she'd had the problem with at least 10 brushes over the last few months. The consumer stated that the gray logo did not come off. No further information was provided.